Manufacturer narrative:
Device mfg records were reviewed. Review of device mfg records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that the pt had an infection on generator and electrode site. Pt was treated with antibiotics and device was then explanted. F/u with the physician revealed that no interventions were taken other than giving antibiotics and having the device removed. Physician also indicated that there was direct relationship between the infection and the presence of the device. No manipulation or trauma occurred and no medication changes proceed to the onset of the event. Cultures were taken and they grew out staphylococcus. Explanted device has been returned back to MFR and is currently under product analysis.